Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the keypad was functional but the top rear label was missing. Although evidence of the customer's reported problem regarding "failed accuracy" was identified in the pump event history log as two 10ml bolus tests performed prior to the pumps return to smiths, simulated use testing was unable to duplicate the issue. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the pump's expulsor was trimmer in order to bring delivery into more nominal of a range and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +7%". No patient involvement was reported.